Event description:
It was reported that a user encountered a supply change difficulty when a cartridge was inserted prior to rewinding, resulting in a red rubber stopper becoming lodged between the piston and the cartridge chamber, which led to an unable to proceed alert and failure to rewind; the device was subsequently replaced. Symptoms included none reported. Outcomes included no reported clinical impact and no medical intervention. Investigation included customer interview, troubleshooting guidance to use the fill tubing option to dislodge the stopper, and review of device status and logistics. Investigation of this case revealed user handling error during cartridge installation and inability to clear the obstruction via guided steps. It was concluded that the event was attributable to user error and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.